Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that intermittently the pump delivered a bolus without user interaction. Customer's blood glucose was not impacted. Customer attempted to troubleshoot with their healthcare provider; however, the issue was not resolved. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
Pump data logs were reviewed by tandem product surveillance analyst on march 8, 2024. The logs were reviewed for 07/14/2023. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. All insulin was delivered in full as requested. The complaint could not be confirmed. Correction: b3 correction: b3.